Event description:
Complainant alleged that while treating an (B) (6) male patient the device delivered energy successfully; however, on the second attempt to discharge, the device displayed a "release shock button" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.